Event description:
Same case as 2134265-2010-01233. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. Multiple lesions were located in the right coronary artery, the left anterior descending artery and the left circumflex (lcx). The vascular access site was the right femoral artery. Two different guide catheters were used in the procedure; an unspecified 6fr cls and an unspecified jr4. In addition, a luge guide wire was used. One 90% stenosed lesion was located in the rca and treated with a promus 2.5x23mm stent. Another 90% stenosed lesion was located in the lad and treated with a promus 2.5x15mm stent. The third 90% stenosed, eccentric, de novo lesion was located in the lcx. The vessel was extremely tortuous and extremely calcified. The lesion was pre-dilated with an unspecified balloon and then two taxus liberte¿ stents (2.5x32mm and 2.5x12mm) were deployed in the lcx in an overlapping position. Timi-3 flow was observed and the patient tolerated the procedure well. During the procedure the patient received heparin and plavix. However in post-op recovery, when the sheath was removed, the patient began to experience chest pain and decreased blood pressure. The patient was brought back to the cath lab and clot was found in all three vessels. An unspecified aspiration catheter was used to remove the clotting, the patient was brought to intensive care unit and is reported to be in stable condition. It is noted the physician felt that since the patient was on coumadin there was likely a hypercoagulation sensitivity present in the patient and did not feel the event was related to the device performance.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).